Event description:
It was reported that during a lead revision, physician had issues with removing the lead from the device. The set screw was stuck so the physician removed the silicone cover and was able to remove the screw with the wrench. The physician elected to replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Device evaluation anticipated, but not yet begun.